Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
A hospital reported low pressure alarm on a compressor mini. The hospital opened the compressor and reattached an internal pipe. No parts were changed. Leaking compressor piping may lead to poor air supply. In the event of a major leak, the compressor will not be able to supply the ventilator with sufficient air pressure. Alarms from the connected ventilator and the compressor will then be generated to alert the operator. If the compressor is used as a back-up air supply it may fail to deliver air when needed. The ventilator will switch to pure oxygen delivery if the air supply fails and alarms for high oxygen concentration will be generated. If no oxygen is connected to the ventilator, ventilation will stop. Alarms will be generated. As the issue was solved without involvement from our service engineer, no root cause could be determined.

Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer ref.#: (B)(4).